Manufacturer narrative:
Vyaire complaint number: (B)(4). The sample was returned for evaluation, and the reported complaint was able to be confirmed and duplicated. The root cause was determined to be failed xdcr pt800.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed "vent inop", "motor fault", "low pip", "low ve", and " xdcr fault" while connected to a patient. The patient was removed from the device and placed on another ventilator. The customer confirmed that there was no patient harm associated with the reported event.